Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert had appeared before the issue began. There was no reported impact to the customer¿s blood glucose level. Customer resolved the issue before contacting support by changing charging supplies, and no additional actions were reported.